Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3: device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Per additional info received, there was no failure of the battery, just a failure of the user to charge the battery properly. This is a use error. There was no reportable malfunction. Preuse checkout verifies the battery function. When unit switches to battery, it notifies the user. If battery is depleted, ventilation of the patient can continue in manual mode.